Event description:
It was reported that the device shut off during amiodarone and dexmedetomidine infusion on (B)(6), 2025. There was no patient harm. Additional information was received from customer through due diligence attempts. Amiodarone was infusing at 0.54ml/hr and dexmedetomidine infusing at 1.1ml/hr. The device was plugged into ac power at the time of the event. Customer does not report receiving any errors prior to shutting down.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device shut off during amiodarone and dexmedetomidine infusion on (B)(6) 2025. There was no patient harm. Additional information was received from customer through due diligence attempts. Amiodarone was infusing at 0.54ml/hr and dexmedetomidine infusing at 1.1ml/hr. The device was plugged into ac power at the time of the event. Customer does not report receiving any errors prior to shutting down. Customer states amiodarone and dexmedetomidine stopped infusing when the device shut off.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an pump shut off - amiodarone and dexmedetomidine was not determined because no products or device logs were returned.